Manufacturer narrative:
Patient¿s identifier is unknown. Additional device product code: hrs. Not implanted or explanted, partial device remained in patient. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4 mm locking compression plate (lcp) and four (4) 2.4 mm cortex screws were used for provisional fixation to hold reduction of fragments during an orif(open reduction internal fixation) of a humerus. Reduction was achieved and surgeon began to remove the 2.4 mm lcp plate and 2.4 mm cortex screws when one of the head of the 2.4 mm cortex screw broke and the shaft of the screw was retained in the patient. The surgeon did not attempt removal of the screw shaft. The three (3) remaining 2.4 mm cortex screws were easily removed. A 3.5 mm lcp periarticular proximal humerus plate was applied along with a combination of 3.5 mm locking screws and 3.5 mm cortical screws for successful completion of the procedure. There was no surgical delay, routine intraoperative x-rays were taken. The patient was reported to be stable. The broken screw head was discarded by the hospital along with the 2.4 mm lcp plate and the remaining (3) 2.4 mm cortex screws. Concomitant devices reported: 2.4 mm lcp plate (part # unknown, lot # unknown, quantity of 1), screwdriver (part # unknown, lot # unknown, quantity of 1). This report is for one (1) 2.4 mm cortex screw slf-tpng with t8 stardrive recess 24 mm. This is report 1 of 1 for complaint (B)(4).